Event description:
It was reported that, during a percutaneous nephrostolithotomy procedure, smoke emanated from the area where the laser was connected to the machine. It was noted that the smoke was from fiber overheating. The procedure was completed with another fiber. No patient complications were reported.